Event description:
It was reported that a patient underwent a hernia repair procedure on (B)(6) 2000 and mesh was used. The patient experienced gastrointestinal problems, abdominal adhesions and exacerbated fibromyalgia within a few years following a laparoscopic cholecystectomy. The patient is experiencing burning, itching, sharp pains, numbness with pain, mesh movement without history of puncture injury, loss of mobility in leg, muscles spasms, difficulty sitting and standing, stiffness in left leg, low back pain, mid back pain, difficulty moving bowels, migraine, incontinence, sexual dysfunction, pain with sex/ejaculation/urination, enlarged prostate, poor distention of cecum and rectum. Surgical consult confirms chronic surgical mesh pain syndrome and mesh inguinodynia. Ultrasound shows umbilical hernia.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).